Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported that customer had low blood glucose of 50 mg/dl prior to dinner. It was reported that customer's blood glucose elevated to 200 mg/dl within an hour and a half. Customer does not know how to use insulin pump. Paramedics were called, but customer did not want to go to the hospital. Caller was educated on the usage of bolus wizard.